Event description:
It was reported that the customer was experiencing discrepancies between the sensor glucose values and the blood glucose values. The insulin pump had gone to threshold suspend mode even though the customer's blood glucose level was above the preset limit. At the time of the event, the customer's sensor glucose reading was 105 mg/dl and the threshold suspend limit was 60 mg/dl. At the time of the phone call the customer's blood glucose was 58 mg/dl, which was treated with a drink. The customer also stated that they had experienced high blood glucose of 313 mg/dl, which was treated with the insulin pump. Troubleshooting was performed; the device passed the high pressure test. In the alarm history found low threshold suspend alarm. The drive support cap was loose. The customer stated that they had performed an infusion set change and were connected to the insulin pump during the rewind/prime process. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.